Event description:
It was reported that the coil was used off-label in a treatment of a coronary. During coil delivery, resistance encountered and the pusher assembly kinked. The physician straightens the pusher and continues to push the coil through the catheter and the pusher kinks again. The physician then decides to withdraw the coil. Upon removal, the pusher snapped. A snare was used to retrieve the catheter and the pusher with the implant coil was hanging out of the fistula into the right circumflex artery. A stent was used to secure the coil into the right of the circumflex artery wall. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.